Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a posterior cervical fusion procedure. During the procedure, the nurse noticed that two (2) holding sleeves for the synapse screwdriver were difficult to engage inside the screw. The holding sleeves were hard to screw inside the head of the screw regardless of the screw type. It is likely due to normal wear and tear. There was no surgical delay. The procedure was successfully completed with no patient impact. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1); unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 2 for complaint (B)(4).